Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer's screen was not calibrated, as a result the bezel overlay assembly was replaced and the stylus was calibrated. It was also noted that an error was found in the error log. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's screen was not calibrated, that the touch pen stylus was not synchronized with the touch screen. The programmer was returned for service. No patient complications have been reported as a result of this event.